Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated there was no completely dead no response from any button. Customer reports the time clock did not advance. Customer was not call back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was completely blank. Customer reports no alarms occurred during or after the time that the buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.